Event description:
The patient called alleging high readings on the lifescan meter. The patient tested their blood glucose and received a 132 mg/dl at 7:48pm, and did not experience any symptoms. Considering what pt was going to eat, pt took 18u humalog, and ate dinner, which consisted of green beans with turkey fillet, potatoes, bread and 1/2 a pear pie. At 9:33pm the patient tested their blood glucose and received a 357 mg/dl, and took 5u of humalog. After 11:30mp, their spouse noticed that pt was experiencing hypoglycemic symptoms (irritable, sweating a lot, and acting incoherent). Spouse treated with coke and sugar and then tested their blood glucose and it was 345 mg/dl. Due to the high reading spouse treated with 10u more of humalog. Spouse did not understand why their pt's meter was reading high and pt was experiencing hypoglycemic symptoms; therefore, spouse contacted ems at 12:17am. Ems arrived and tested their blood glucose, using their meter and test strips and received the following results: 395 @ 12:33am, 407 @ 12:43 am, 359 @ 12:51am, 364 @ 1:25am and 395 @ 1:36am. Ems was not trained for this type of situation. A nurse came over at 1:48am and tested the patient on meter and received a 50 mg/dl and the patient's meter read 327 md/dl. The patient was taken to the hospital where pt was treated with IV sugar and came back to consciousness. The patient was under surveillance for an hour and then sent home at 5:00 am. The patient and their spouse decided to compare the subject test strips to another vial of test strips and obtained two differnt readings, subject test strips read 536 mg/dl and the new vial of test strips read 278 mg/dl. The control solution that the patient had been using was expired. The test strips were in good condition and not expired. The technique of applying the blood on the test strip ws correct and the meter was coded properly. Some of the readings on the meter did not match the patient's symptoms. The patient was basing treatment on the meter readings. Therefore, the meter may have contributed to the hypoglycemic event.